Event description:
In 2003, lumenis was notified of the following legal complaint - patient claims to have experienced burns on their face after undergoing laser hair removal treatment in 2002. It is specified in the complaint that one doctor defined the burn as first degree, another doctor defined the burn as first degree, another doctor defined the burn as intermediate & superficial 2nd degree and third defined as hyperpigmentation.